Event description:
Post-op elective laminectomy patient developed chest pain with runs of vtach. EKG showed stemi taken emergently to cardiac cath lab for left heart cath and coronary angiography and intervention. Patient with history of percutaneous coronary intervention with four prior stents. Coronary arteriography carried out and proceeded with percutaneous coronary intervention. A series of inflations were performed with balloon dilatation catheter in the area of mid right coronary artery, distal right coronary artery, and then more aggressive angioplasty using the nc quantum apex balloon dilatation catheter. A series of 9 more inflations were performed along the previously placed intracoronary stent from the acute margin to close to the ostium of the stent. Inflation pressures ranged from 8-14 atmospheres with each inflation lasting between 15-30 secs. In spite of reperfusion, the patient was progressively more hypotensive; and had arrhythmia. Same quantum apex balloon dilatation catheter advanced into the lad and placed at the site of subtotal occlusion. Eleven atmosphere inflation performed. Following inflation, attempts to deflate the balloon were unsuccessful. Multiple attempts with several syringes were unsuccessful. Patient developed marked st segment elevation and hypotension. Attempts to burst balloon unsuccessful, balloon removed even though not fully deflated. Repeat angiography demonstrated that the lad was patent. Shortly thereafter the lad became totally occluded. The guidewire also had to be removed at the time of the balloon removal. Reperfused lad with angioplasty initially, subsequently with intracoronary stent placement. During this time patient became hypotensive, had multiple episodes of ventricular fibrillation. Acls protocol implemented and CPR; patient required intubation and mechanical ventilation. Despite resuscitative efforts patient developed refractory hypotension and refractory ventricular fibrillation which resulted in death.